Event description:
It was reported that the programmer displayed a "fatal error" message. The attempt to restore the programmer by running the service diskette was unsuccessful. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Device powered up to a system error. Power cord door is damaged. Display drops. ECG (electrocardiogram) connector is loose. Screw missing on the hinge plate.